Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, the delivery balloon ruptured. Resistance was met while removing the delivery system into the guiding catheter, contrary to instructions for use, and resulted in stent separation. Reportedly, the pt experienced electrocardiogram changes. The stent was retrieved with a balloon catheter and successfully deployed. Reportedly, no pt injury occurred.